Event description:
It was reported that the caps of an unspecified quantity of amia automated pd cycler sets were observed to have "fallen off". Furthermore, the patient line green caps "very loose" and fall off while still in the packaging or while setting up their cycler. This was observed during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The date of the event was reported as an unknown dates in 2020 through 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.